Event description:
The customer reported via phone call that he was recently treated by paramedics due to a blood glucose level of 31 mg/dl. The customer stated that he was given glucagon by paramedics and was not hospitalized. The customer reported that he was wearing the insulin pump at the time of the incident. The customer also stated that the insulin pump's act button was unresponsive and the device had a button error alarm. Customer reported that the insulin pump had been exposed to sweat. Blood glucose level at the time of the button error alarm was 100 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.